Event description:
Reporter used an accu chek easy -roche diagnostics- meter to monitor their blood glucose for many years. Levels averaged in the 130 mg/dl range for years, with the visual gray scale indicator on the strip container correlating quite well with the meter reading. Roche went out of productiion for strips from the accu chek easy a while ago and reporter was forced to buy a new meter. Reporter bought a lifescan one touch ultra -lifescan, industries-. To their surprise reporter's new meter showed their average levels to be in the 200 mg/dl range. With their last four easy strips reporter did simultaneous measurements with both meters and found differences of 50 to 60 mg/dl. Reporter went to their health unit at work and did an simultaneous test with their machine and got a difference of 20 mg/dl, with their one touch meter being low.